Event description:
Reporter reported that the contents of the rt206 breathing circuit kit was wrong. (I.e. There were missing components).

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. In a recent review of our MDR and complaint files, we realized that this complaint should have been reported as it is similar to the complaint referred to in MDR 9611451-2007-00057. Both complaints were for the rt206 breathing circuit kit, with the same lot number. Method: the returned device was visually inspected. Results: an incomplete complaint device was returned however, on seeking clarification with the complainant. It was determined that the components included in the rt206 breathing circuit kit were as per an rt205 breathing circuit kit. This means that I) there were no pressure lines included in the kit, ii) the wrong y-piece was included in the kit. We attributed this to our packaging process where personnel have neglected to include the correct components in this kit. Our records indicate that there is one other similar complaint for the same part number and lot number. Conclusions: the device was out of specification. The occurrence rate for complains regarding missing or wrong components is approximately 0.015% worldwide for the last year. We have an open CAPA item to address this issue. To-date no such complaints have been received from the USA. We will continue to monitor and trend all complaints for similar issues.